Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 6 years old and has not been in for repair since purchased in 2005. The inspection found that the device rpms were low and out of specification and had damage to the head. The '0' thickness lever setting was out of specification. The cause of the reported complaint is an out of specification motor and the head damage. These can be attributed to a lack of preventative maintenance and user damage. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was originally reported that the zimmer air dermatome would not operate on the skin. Additional clinical follow up on (B)(6) 2011 indicated that the skin "became crumpled under device." This resulted in a suture repair of the initial donor site, and an additional donor site harvest to accomplish the planned procedure. An alternate device was obtained from another department at the facility. The increased length of anesthetic time for pt was estimated to be 40 minutes.